Manufacturer narrative:
Attempts have been made to obtain clarification and event details from the reporting user facility; however, no further information has been provided to date. Should additional information be received, additional medwatch reports will be submitted to the FDA.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding revision procedures that occurred. The information provided indicates that one hundred twenty-five (125) revision procedures occurred for the following reasons: one hundred and two (102) revisions due to adverse reaction to metal debris (armd), nine (9) revisions due to acetabular cup failure, four (4) revisions due to dislocation, five (5) revisions due to infection, two (2) revisions due to periprosthetic fracture, one (1) revision due to impingement, one (1) revision due to an unknown reason, and one (1) revision due to wound issues. Attempts have been made to obtain clarification and event details from the reporting user facility; however, no further information has been provided to date.